Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Same case as MDR# 6000093-2006-02645. It was reported by the patient that an unk number of days following a coronary drug eluting stenting treatment procedure that the taxus express2 stents have "blocked yet bare metal stents are functioning." More information has been requested, but as of this date no more information has been received.